Event description:
It was reported that this implantable pacemaker recorded atrial intrinsic amplitude out of range and atrial undersensing was observed on a stored episode. The sensitivity was noted to be already programmed to the maximum setting. The device remains in service. No adverse patient effects were reported.